Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited non-reproducible noise on both the rate/sense and shock leads. The noise inhibits pacing and occurs at various times of day. The patient is not pacemaker dependent. There are no adverse patient effects reported.